Event description:
It was reported that during device change out procedure, the patient experienced muscle stimulation. The right ventricular lead was repositioned multiple times and the patient continued to experience stimulation. The lead was explanted. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).